Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 16-0044-0, 4x4, island dressing irritates her skin. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".